Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited impedance measurements of 200 ohms and noise. In addition, the shock impedance measurements ranged from 0 ohms to greater than 200 ohms. Troubleshooting was performed which did not reproduce any out of range shock impedance measurements. A surgical revision was performed. During the procedure, the right ventricular (rv) defibrillation lead was tested via the pacing system analyzer (psa) which did not reproduce the high shock impedance measurements. The non-bsc ra lead was also tested via the psa which produced impedance measurements in the 200 ohms range. Upon inspection of the device, the physician stated they did not believe the device header to be an issue. The device was explanted and the patient therapy was downgraded to a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.